Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was unknown. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown. The customer stated that he was at the pool and pump may have been dunked. Customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the prime test due to moisture damage on the force sensor resistor. The pump had moisture damage on the electronics. The pump passed the idle current, run current, self test, off no power, unexpected restart, basic occlusion, displacement and rewind tests. Unable to perform the occlusion and no delivery alarm tests due to the compromised force sensor system alarm. The pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.